Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that patient experienced pain at the ipg site. Reportedly, patient lost 40 lbs. And the ipg was migrating in the pocket. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating that surgical intervention took place where the pocket site was revised and the ipg was explanted and replaced to address the issue. Effective stimulation was restored.